Event description:
It was reported that this device had reached elective replacement time earlier than expected. The pulse generator has been implanted greater than seven years. The doctor explanted and successfully replaced the device with a new one. There were no additional adverse patient effects.